Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31321523l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced respiratory failure. During the final stage of ablation procedure, immediately after the patient was administered adetphos-l kowa injection (adenosine triphosphate disodium hydrate), respiratory tract obstruction occurred. The physician determined from the patient¿s medical history that the cause of the event could probably be the drug administration. No abnormalities observed during or prior to the use of the product.

Manufacturer narrative:
On 23-jul-2024, bwi received additional information regarding the event. Intervention included intravenous neophylline and meptin ultrasound nebulizer inhalation were administered. Epinephrine was administered for hypotension. The patient was returned to the eicu and steroids were administered. Patient has fully recovered however required extended hospitalization for recovering oxygenation. The physician determined that the respiratory distress was most likely due to the medication based on the patient's history (probably asthma). Furthermore, the confirmation of extended hospitalization has resulted in the following form updates: - b2 "is hospitalization initial/prolonged" has been selected. - h6 health effect - impact code now includes "hospitalization or prolonged hospitalization (f08)". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).